Event description:
I had a bard simon nitinol ivc filter implanted in 1994 following a pulmonary emboli (I've been on warfarin since 1989 due to lupus anticoagulant). As years passed, I had onset of venous stasis ulcers, venous insufficiency, lymphedema, and cellulitis which led to treatment at wound care center in late 2009. The following spring, I had several venograms and cavograms, which found that the snf has migrated caudally and tilted causing it to become embedded in my inferior vena cava and any attempt to snare or remove the device would result in tearing of my ivc. In addition, the studies found that my ivc had become 90% occluded at the snf. As a result, I developed collateral circulation via the superficial venous system to bypass the blockage. Thus, in essence my inferior vena cava uses superficial veins to empty into the superior vena cava and return blood to normal circulation. Interventional radiologist attempted to return normal blood flow through my ivc by using angioplasty to remove snf thrombus and dilate my ivc, which had narrowed, without much improvement. I was told as a last resort they would attempt to crush the snf by placing a stent adjacent to the snf. However, due to the inherent risk of such a procedure they will only attempt if my life is in danger. So, as a result of my circulatory problems and persistent venous stasis ulcers I've had to stop working and seek disability since it is now necessary for me to keep legs elevated at least several hours a day when not able to do so most of the day.